Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected an increase in shock impedance measurements. Technical services (ts) was consulted for further review and recommendations. Implant x-rays were also sent to ts for review. Per ts, the only way how to evaluate the system efficacy would be a defibrillation threshold (dft) test with 15 joule safety margin or review of all delivered shocks and their conversion success since implant. As recommended, the patient was brought in for a dft test. However, the patient could not be brought into ventricular fibrillation (vf). Therefore, a synchronized 80 joule shock was delivered which showed a shock impedance of 126 ohms. The physician will replace the s-ICD system with a transvenous ICD system in the future. In the meantime, the patient is equipped with a lifevest. No other adverse patient effects were reported. Additional information received on 10-jun-2025 indicates the field reached out to the physician and was informed the case is a bit complicated as the patient generally does not want a defibrillator even though the clinic has recommended switching to a transvenous system. The patient is still equipped with a lifevest and is in continuing discussions with this gp (general practitioner) and cardiologist. Should additional information be received in the future, an updated report will be issued.

Manufacturer narrative:
Product return is not expected; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected an increase in shock impedance measurements. Technical services (ts) was consulted for further review and recommendations. Implant x-rays were also sent to ts for review. Per ts, the only way how to evaluate the system efficacy would be a defibrillation threshold (dft) test with 15 joule safety margin or review of all delivered shocks and their conversion success since implant. As recommended, the patient was brought in for a dft test. However, the patient could not be brought into ventricular fibrillation (vf). Therefore, a synchronized shock was delivered. The impedance remained high. Subsequently, the patient underwent a revision procedure, and their s-ICD system was explanted and replaced with a transvenous system. It was noted the patient was also supplied with a lifevest. No other adverse patient effects were reported. Product return is not expected.

Manufacturer narrative:
This report is being issued to correct the following: update b2 (adverse event outcomes) and b5 (event description), remove the data in d6b (explant date), update f10 (impact codes), and remove a statement from h11.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected an increase in shock impedance measurements. Technical services (ts) was consulted for further review and recommendations. Implant x-rays were also sent to ts for review. Per ts, the only way how to evaluate the system efficacy would be a defibrillation threshold (dft) test with 15 joule safety margin or review of all delivered shocks and their conversion success since implant. As recommended, the patient was brought in for a dft test. However, the patient could not be brought into ventricular fibrillation (vf). Therefore, a synchronized 80 joule shock was delivered which showed a shock impedance of 126 ohms. The physician will replace the s-ICD system with a transvenous ICD system in the future. In the meantime, the patient is equipped with a lifevest. No other adverse patient effects were reported.